Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired with a blue load at the base of the appendix with no problem. The surgeon attempted to load a white cartridge and the cartridge would not fit. This cartridge and packaging were discarded. Another white cartridge was loaded and fit, however, after firing the four strokes the device would not release from tissue. The knife reverse was pressed and did not work so the surgeon pulled the device from the tissue. There was no tissue damage. All the staples were fired and it appeared that the device only cut 1/3 of the way. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4) . Date sent: 05/17/2012. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Appendix was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. If echelon, during which stroke did the event occur? After the 4th stroke. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with one ecr45w cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.